Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that 4 bifuse tubing sets broke at the y site while connected to the patient's central line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a broken bifuse at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and smallbore tubing components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Further visual inspection under magnification observed trace of solvent. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. Dimensional analysis of the separated tubing was observed to be within specification of 0.079 ± 0.002 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause has not been identified.

Event description:
The customer reported that 4 bifuse tubing sets broke at the y site while infusing IV fluids through the cvp line in the hem/onc department. Although requested there was no further information or details provide. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: safety scoop 345101. The customer¿s report of a broken bifuse at the y connection was confirmed. Separation was observed at the engagement between the exit port of the bifuse adapter and smallbore tubing. Further visual inspection of the separated tubing end observed only slight solvent residue along the area. No testing was deemed necessary due to the obvious separation. Further visual inspection under microscope of the separated tubing end observed evidence of only slight solvent applied. The root cause of the observed separation was insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that 4 bifuse tubing sets broke at the y site while infusing IV fluids through the cvp line in the hem/onc department. Although requested there was no further information or details provided, and no report of patient harm.